Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-07-29. H6. Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield. Customer states that the needle clogged during priming. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. A review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed appropriately. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h10.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged on 3 occasions during use. The following information was provided by the initial reporter: material no:320122 batch no: 9268890. It was reported that three needles from this box have clogged during priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine pen needles were clogged on 3 occasions during use. The following information was provided by the initial reporter: material no:320122, batch no: 9268890. It was reported that three needles from this box have clogged during priming.